Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported by the MRI technician that the patient was in for an MRI (not alleged to be related to the device/therapy,) and they could not get the handset to connect and put the device in MRI mode. When speaking about the patient's relationship with their health care professional (hcp), the caller indicated that at one time two people (the caller could not provide detail about who the people were) recommended that the device be turned off. The caller could not provide more specific details and the issue was not resolved through troubleshooting. The caller wanted to get manufacturer representative (rep) contact information for the patient and technical services (tss) recommended that the patient find a physician and provided the patient services phone number. Additional information was received from a healthcare professional (hcp). The hcp reported that the patient's husband was able to enter MRI mode, and showed a 0 - with a note not eligible for MRI. Suspect patient still has lead fragments from previous implant. Caller did not know managing hcp name. Advised patient should not have an MRI. Additional information was received from the patient. The patient stated the quality of this device had ruined their life. The patient stated she was being shocked and the healthcare provider (hcp) was not helping. The manufacturer representative (rep) tried looking at the problem but they did not know what was going on. The devices were scheduled to be removed on (B)(6) 2021 due to abandoned equipment not connected. The patient stated it has ruined all the nerves in leg and feet due to being shocked and that the hcp let that go for 5m. The device was removed in (B)(6) 2021 and was installed in (B)(6) 2020, however it never worked. The patient received her fourth implant on (B)(6) 2021 and it was confirmed that the patient was being shocked. No further complications were reported.